Event description:
The customer reported the hemoglobin background count was high when using the coulter hmx hematology analyzer with autoloader. Patient samples were not run on the analyzer during the event. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the wbc (white blood cell) bath was faulty. The fse replaced the wbc bath resolving the issue. The part has been returned for evaluation. If additional significant information is obtained from the evaluation, a supplemental MDR will be filed. Identification of failure modes: the failure mode is related to a faulty wbc bath. No erroneous test results were associated with this issue. The customer discontinued use when the hemoglobin background failed, alerting the operator to an issue with the instrument. Upon recur; the failure mode identified is likely to generate erroneous wbc and/or hemoglobin results due to improper mix in the wbc bath. Evaluation of labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).